Event description:
It was reported that during a laparoscopic cholecystectomy, the device was used to ligate the cystic artery, the clip failed, and did not stay closed on the artery. The clip was scissored. There was no patient consequence.